Event description:
The facility representative reported a fail code 804:22 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were no reports of pt injury or medical intervention.